Manufacturer narrative:
(B)(4). A batch review will be performed. One used sample was received with approximately 43 ml of fluid in the reservoir. Visual inspection shows no signs of occlusion or blockage that could have caused the reported problem. The luer cap was removed from the distal luer, and continuous flow was immediately observed at the distal luer. The sample was working within specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a half day infusor experienced a no flow. This was observed during infusion of desferrioxamine 1100mg in 50ml sodium chloride 0.9% (non-baxter product) solution. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13n030 was manufactured december 6, 2013 - december 9, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed during sample evaluation and the sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.